Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that the patient was to have a pocket revision due to a pump pocket issue. The patient lost weight and now the pump was uncomfortable. The surgeon was planning on moving the pump down. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump being moved down due to being uncomfortable had not been resolved pending revision surgery.